Event description:
A tandem mobi cartridge alarm was reported, and there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump history was inaccessible, and there had been previously reported cartridge alarms with the same pump. Technical support intended to replace the pump after confirming the cartridge alarm number.